Manufacturer narrative:
(B)(4). (B)(6), user facility is listed in initial reporter. (B)(4).

Event description:
According to the reporter during a bowel resection the stapler misfired. Not all staples were formed properly; the end staples did not close. To correct the condition the tissue was resected and a new stapler fired over new tissue. The patient ended up having an anastomotic leak. The surgeon took the patient back to surgery and over-sewed the anastomosis a couple days after the surgery. The last known patient status is reported as 100%. No reinforcement material was used.